Manufacturer narrative:
A sample was received by the manufacturer with evaluation completed on 16-aug-2021. The sample was received in a manila envelope with no other packaging. Upon inspection, the item appeared to be in the advised condition with a u-shaped piece of plastic missing from the upper most tier of the product. The reported connector problem/issue was confirmed, however, attempts to re-create the problem/issue were unsuccessful and root cause for the reported incident could not be determined. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that a piece of the feeding pump connector's tip broke off some time during a four (4) hour feeding. The break was not identified until the feeding was completed and the feeding pump set was disconnected from the patient's gastrostomy tube (g-tube). When the broken connector tip was identified, a syringe was reportedly attached to the g-tube and the piece was successfully aspirated out of the patient. No further incident occurred. No adverse patient impact or follow-up care was reported. No sample has been returned for evaluation. A root cause for the reported incident could not be determined at this time. Due to the reported need for medical intervention to retrieve the piece of the connector tip, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a piece of the feeding pump connector's tip broke off.